Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that a secure t percutaneous replacement gastrostomy tube was used during a gastrostomy exchange procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the internal bolster was torn off during stretching. The device was replaced with another securi-t replacement gastrostomy tube. The new device was placed with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).